Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached an unknown level while wearing the pod for an unknown amount of time. It was unknown how the patient was treated and when the patient was released. Insulet will make 3 good faith attempts to capture case details and if new information becomes available, a supplemental report will be filed.